Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that when they bite down, only the right side of the molar touches. The left side doesn't. The teeth on the top right side before the canine goes inwards and do not align with the rest of the teeth. The patient stated that it's not that comfortable to move and that they also have a lot of gaps.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.